Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited inhibition of right ventricular pacing. Myopotential signals observed in bipolar sensing post op were creating a loss of rv pacing. The rv lead was reprogrammed and the issues resolved. The rv remains in use. No patient complications have been reported as a result of this event.